Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the synchronal could no longer be opened or operated. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument sealed successfully. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument pass continuity test upon testing. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to misuse of the product, or other factors not directly related to the device. The instrument is found to have a dislodged jaw cover. The cover is no torn. The jaw cover washer is still in place. The root cause is attributed to mishandling.